Event description:
It was reported that the rotawire separated and remained inside patient. The 90-99% stenosed target lesion was located in the severely tortuous and severely calcified posterolateral artery. A rotawire and 1.25mm rotalink plus were selected for use. During procedure, it was noted that the proximal part of the rotawire separated and remained inside the patient's body. Per physician's opinion, the burr may have hit the body of the rotawire and caused the separation issue. The procedure was completed with this device. No further patient complications reported and the separated fragments have been removed at CABG at a later date.